Event description:
It was reported that the device overheated during a routine maintenance visit. There was no pt involvement. There is no report of adverse consequence in this event.

Manufacturer narrative:
The device was received by the MFR for investigation. The investigation is ongoing. A follow up report will be filed if the investigation details require.